Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, a 3.0 x 23 mm xience v stent was deployed in the proximal right coronary artery (rca) lesion and a dissection occurred. The dissection required treatment with an additional 2.5 x 15 mm xience v stent. No additional event or pt info is available.